Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Race: middle eastern. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event of "infection" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported injecting a patient with 2ml of juvederm® voluma¿ xc in the mid face and an unknown juvederm® filler in the lower face. Three week later, the patient began experiencing "swelling and redness with signs of infection" in the right cheek. The patient was treated with clindamycin (300mg) for 8 weeks. During this time the patient received their flu vaccine, which caused the symptoms to flare up. Approximately a month later, the patient was given cephalexin. The patient does respond to the antibiotics, but once they stop the symptoms return. The patient has also received an injection of hylenex®. The patient has received their covid vaccination. The event resolved approximately one month after being given the cephalexin. This is the same event and the same patient reported under MDR ID # 3005113652-2021-03464 (allergan complaint (B)(4)). This MDR is being submitted for the second suspect product, unknown juvederm.